Event description:
Baxter (B)(4) received a report of a basal/bolus infusor that leaked during patient therapy. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination and a functional leak test revealed the leak was coming from the welded area of the volume indicator port. The root cause may have been due to a manufacturing defect; the welding area of the volume indicator and port did not have seal integrity. Quality engineering investigated the manufacturing process and included hold time settings as part of the welder checks. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.